Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four weeks post implant rising thresholds since implant were noted on the right ventricular (rv) lead. The lead was revised to a new location and later was removed and replaced. No patient complications have been reported as a result of this event.